Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have a loose grip cable at the distal end. A loose grip cable at the distal end is often caused by something else in the backend. Common causes of the failure mode instrument grip cables loose are attributed to a loss of cable tension due to a cracked/broken clamping pulley/input shaft. Cracked/broken pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked/broken clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that 8mm small clip applier instrument was observed to have a broken cable. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm small clip applier instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.